Manufacturer narrative:
(B)(4).

Event description:
Customer stated he thinks there is something defective with the infusion sets from his supplier. Reported that a few days ago when he changed the site, he gave himself a bolus and the adhesive was instantly wet. He changed the site right after he noticed the insulin soaking the adhesive pad. He did not allege poor absorption. No adverse event alleged. Device not available for return.